Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The proximal stent struts on rows 1 to 5 were squashed and severely misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Hypotube kinks were identified along the length of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The access was via the femoral artery. The target lesion was located in the moderately stenosed, severely calcified left circumflex (lcx). The 2.75x24mm taxus liberte stent delivery system (sds) was advanced to the lesion but could not cross. The procedure was completed with plain old balloon angioplasty (poba) using a different device. There were no patient complications and the patient condition was reported as "good". However, the returned product analysis revealed stent damage.